Event description:
Tandem insulin pump battery died overnight while I was asleep. I woke up in ketoacidosis with keytone level "small to moderate" per keytone test strips, causing vomiting. On (B)(6) 2024, I have received an email documenting an issue with the app that has caused the pump battery to die without warning. I was sure the battery was mostly or fully charged before bed. Ref report: mw5158425.